Event description:
Pt admitted to hosp for removal of right silicone breast implant secondary to capsular contracture and breast asymmetry. Pt elected to have a right breast reconstruction with contra lateral pedicle tram flap performed at this time. Original saline implants were placed in 1986. Pt was diagnosed with intraductal ca. 1993/1994 pt had right mastectomy with implant reconstruction. Pt had multiple problems with breast implants which required replacement 3x. Manufacturer is unknown. Pt authorized hosp to dispose of breast implant.